Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4)

Manufacturer narrative:
Upon review of the file, it was determined that this event was incorrectly reported under manufacturer report # 2017233-2014-00451 (follow up report # 1). It has been determined that this is a new and entirely separate event, therefore this medwatch was created and submitted. (B)(4). Patient medications include; anabolic steroids, metohexal , lasix, pantozol, pravastatin, januvia and novalgin.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging showed the aneurysm measured 57 mm. On (B)(6) 2015, follow-up imaging identified a type ii endoleak originating from a lumbar artery, with an aneurysm measurement of 78 mm. On (B)(6) 2015, an additional procedure was performed whereby the lumbar artery was embolized with the injection of onyx glue. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.